Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3: patient sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6b: explanted date: device was not explanted. E3: occupation: (B)(6). The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the involved angio-seal device had to be used with a scalpel to put the device in without disengaging. Additional information was received on 30 jan 2024: hemostasis was achieved with the hole made with a larger scalpel to pass the skin. The estimated blood loss was less than 250cc's. Patient condition was stable. No concomitant medical products were used with the involved device. The user did have difficulty in inserting the locator into the hub. The user did not succeed in mating the locator and hub i.e., did the user successfully insert and lock the locator in the hub. It was not possible; the sheath and dilator did not fit together, and the dilator came out when it was inserted into the skin. There was no audible click on mating. There was no tactile feedback after mating. The puncture was done without coupling. Four times the user attempt to mate the locator and hub. The locator did separate after mating with the hub. The separation occurred when device was in the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to correct section b3 and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed for a sheath and locator connection issue. Without a sample, the exact root cause cannot be determined. The likely root cause may be related to corrective and preventative action (CAPA) investigations. CAPA investigations have been opened to further investigate the issue. For additional information concerning the root cause and corrections, refer to the CAPA documents. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Non-conformances reports (ncr) and capas have been noted for this issue in the past 12 months.